Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient¿s daughter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the alleged inaccuracy issue first began in the morning at 7 am during the last week of (B)(6). The reporter claimed that the patient obtained inaccurate blood glucose readings of ¿64, 60, 384, 200 and 60 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The reporter informed the csr that the patient manages her diabetes with 1000 mg metformin twice daily at 8am and 8pm as well as 40 units of lantus every night at 8pm. The reporter claimed that the patient continued to follow her usual diabetes management routine after the alleged inaccuracy issue began. It was reported that 3 weeks later the patient developed symptoms of ¿dizzy, nauseous, headache and very thirsty¿. The reporter claimed the patient did not receive any treatment or medical intervention as a result of the alleged inaccurate erratic issue with the subject meter. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the patient had used an approved sample site to obtain the blood samples. The csr noted that the patient was following a correct testing procedure and that the patient¿s test strips had been stored correctly, within their discard/expiry date and the test strip vial was not cracked or broken. The csr was unable to walk the reporter through performing a control solution test as she did not have any control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began with the subject meter.